Event description:
It was reported that an ilet user experienced rapid cartridge depletion and frequent supply changes, with engineering logs showing repeated ¿fill tubing¿ operations of approximately 5 to 11 units occurring every few hours and temporally associated with high glucose readings; the caregiver had been disconnecting from the body and priming ¿just in case,¿ and also reported an infusion set and anchor that fell off, necessitating two infusion set changes. Symptoms included no reported clinical effects. Outcomes included no medical intervention and no outside assistance. Investigation included review of device engineering logs and user follow-up with troubleshooting and education. Investigation of this case revealed unnecessary repeated fill tubing leading to unaccounted insulin use and hyperglycemia episodes, along with an infusion set deployment/attachment issue, and the user reported improved insulin longevity after discontinuing unnecessary fill tubing. It was concluded, based on previously established findings for similar reports, that user technique and education were contributory causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.